Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that after successful firing of the ils and completing all the proper anastomotic testing, the pt had to be re-opened because of a leak.